Event description:
Rep reported that the patient developed a gram negative infection. It was also noted that the valve appeared to have debris in it. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Device not returned.